Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  intracapsular rupture.

Event description:
Patient reported rupture confirmed by ultrasound and magnetic resonance imaging (MRI). Healthcare professional later reported left side intracapsular rupture. The device has been explanted and replaced.